Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted device will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient¿s trial procedure, a lead was stuck in the ligamentum flavum and could not be pulled off. The lead broke off and several contacts were left inside the patient¿s back. The contacts will be removed. The patient had no issues with the contacts left inside the back.

Manufacturer narrative:
No further information can be obtained by bsn.

Event description:
A report was received that during the patient¿s trial procedure, a lead was stuck in the ligamentum flavum and could not be pulled off. The lead broke off and several contacts were left inside the patient¿s back. The contacts will be removed. The patient had no issues with the contacts left inside the back.